Manufacturer narrative:
Unable to confirm device serial number. Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator a has a high tidal volume. The customer reported that the unit was in use on patient , but there was no patient harm reported.